Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.